Event description:
During a dilation and curettage, the uterus was perforated. During the attempt to extract the f-tip from the uterus, the tip of the f-tip was caught on the uterus and broke off when pulled. A mini-laparotomy was performed to repair the penetration and retrieve the broken portion of the f-tip.